Manufacturer narrative:
Initial reporter first name : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and pain.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown. Healthcare professional additionally reported left side: breast deformation with pain and change of consistency. The device still remains implanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown. Healthcare professional additionally reported left side: breast deformation with pain and change of consistency. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.